Event description:
It was reported that during a lead revision procedure, the pulse generator setscrew migrated far enough to fall out of the device. The device was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
(B)(4).